Manufacturer narrative:
On 03-feb-2026, mentor received additional information about the event: - it was reported that there was a valve leak in the right breast prosthesis. - the implants were cut with a scissor for sterilization purposes. On 10-feb-2026, mentor re-evaluated the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be deflated. Two tears were observed on the shell of the device, the first one (tear a) from the anterior view to the posterior view, and the second one (tear b) on the anterior view, measuring approximately 4.2 cm and 1.3 cm, respectively. Leak testing was conducted per mentor procedure, and no valve leakage was observed. It should be noted that the presence of two (2) tears reduced the ability to build internal air pressure, thereby limiting the pressure applied to the valve during the test. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell; confirming the cut reported by the customer for sterilization purposes. Also, the microscopic examination was performed on the port valve, and no damage or anomalies were observed. Based on the information currently available, microscopic examination of the returned product confirm that the implant was damaged after explantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A valve leak could not be confirmed, as no leakage was observed during leak testing of the breast implant. Although no valve leakage was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: implant exchange. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 560cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was observed during an implant exchange surgery on (B)(6) 2025. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 650cc gel breast prostheses. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
On 26-feb-2026, mentor received additional information about the event. It was reported that the patient¿s saline breast prostheses could be felt, were wrinkling, and were laterally displaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2025, the mentor failure analysis lab received the device for evaluation. On 02-jan-2026, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation of the right-side implant. The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be deflated. Two tears were observed on the shell of the device, the first one (tear a) from the anterior view to the posterior view, and the second one (tear b) on the anterior view, measuring approximately 4.2 cm and 1.3 cm, respectively. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).